Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced a lack of stimulation and impedance issues. Some the bipolar pairs exhibited impedances of greater than 4000 ohms. The following impedances were found at 1.5v, 210pw, and 30hz: 0/all electrodes>4000 ohms, 1/2 452 ohms, 1/3 1395 ohms, 1/4 690 ohms, 1/6, 1/7>4000 ohms, 2/3 1395 ohms, 2/4 690 ohms, 2/5 1395 ohms, 2/6 and 2/7 >4000 ohms, 3/4 1395 ohms, 3/5, 3/6 and 3/7 >4000 ohms, 4/5 and 4/6 1395 ohms, 4/7 >4000 ohms, 5/6 1395 ohms, 5/7 >4000 ohms, 6/7 1395 ohms. Additional info received reported that the pt underwent an implantable neurostimulator replacement for normal end of service, and also underwent lead and lead extension replacement to address the high impedances that had been experienced. The pt was very happy with their new system.